Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed. Review of the device data logs confirmed the reported device failed to complete its internal self-test and revealed internal battery degraded alarms and total power failure alarms. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the total power failure alarms were due to an intermittent connection with the battery, the internal battery degraded warning alarms were due to the battery controller software, and device failed to complete its internal self-test was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation by a resmed authorized third party service center, the device had a battery issue. There was no patient harm or serious injury reported as a result of this incident.